Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. There was no reported device malfunction and the product was not returned. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported through a research article identifying the starclose se device related late failure, pseudoaneurysm treated surgically. An arteriotomy closure of the right common femoral artery with a antegrade puncture was achieved using a starclose se device via 5fr sheath following a infrainguinal endovascular intervention procedure. Cause of failure, apparent initial success, outcome, late failure; pseudoaneurysm treated surgically, resulting in prolonged hospitalization. Details are listed in the attached article, titled "multicenter safety and efficacy analysis of assisted closure after antegrade arterial punctures using the starclose device."